Event description:
The glucose monitor gives me a glucose reading that is 30 to 40 units over the results of a finger stick. I have called dexcom7 and they have no answer. It has happened every month, change the monitor and compared results to 2 different finger sticks with same differences. Dr. (B)(6).